Manufacturer narrative:
(B)(4) a4 weight - additional information, a4 weight units - additional information, b1 adverse event and/or product problem, b2 outcomes attributed to adverse event, b5: describe event or problem - correction/additional information, b6 relevant tests/laboratory data,inclu - additional information, e initial reporter info - additional information, e2 is health professional - additional information, e3 occupation - additional information, g2 report source - additional information, g3: date received by mfg - additional information, g6: type of report - updated/follow-up, h1 type of reportable event - additional information, h2: type of follow up - correction/additional information, h6 codes: health effect - impact code- additional information, h6 codes: health effect - clinical code- additional information, h10: corrected data, concomitant medical products - additional information.

Event description:
Subsequent to the initial MDR, additional information was received on 08/31/2023. It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023 a detached sensor wire was reported. Upon sensor pod removal, the patient¿s parent indicated the sensor wire detached from the sensor pod and remained in the skin. The event occurred ten days after the sensor had been inserted in the abdomen. The child experienced discomfort in the area. At the time of the initial report on (B)(6) 2023, no medical intervention had occurred, however the parent planned to have a surgical consult the following month. New details were received from the diabetes educator on (B)(6) 2023 and dexcom technical support confirmed details with the patient¿s parent on (B)(6) 2023. After the initial report the parents took the child to a pediatric surgeon for a consult on sensor wire removal. On an unspecified date the sensor wire was surgically removed without difficulty. After surgery, the child recovered and felt fine. Of note, the child also uses an omnipod insulin pump. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).